Manufacturer narrative:
A service loaner was provided to the customer while the system was investigated at the manufacturer. Testing found that symptoms could be duplicated due to an intermittent connection on the main printed circuit board assembly. The system was repaired and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported the tcm would intermittently switch from maintain mode to standby mode while producing ice. The system would still be used during cases. No patient injury was reported.